Event description:
The customer reported that the system re-boots continuously on its own. No patient injury was reported.

Manufacturer narrative:
The ge service rep found a system failure at the boot process of the auxillary interface. He replaced the auxillary interface pcb but it did not repair the symptom. He discovered the monitors were not delaying an image. The rep ordered and installed an image processor board. The system operates as intended.